Event description:
It was reported the inserter disengaged from the cage device during a procedure. The procedure was an l5/s1 transforaminal lumbar interbody fusion (tlif) with posterior hardware stabilization utilizing the integra expandable ibd and the malibu pedicle screw system. The surgeon cleaned out the disc space to an 11mm height and then implanted a 10mm wide by 10mm height (10-15mm) expandable cage with a 26mm length. The surgeon utilized the green handle inserter and upon initial insertion the cage dislodged from the inserter. The surgeon retrieved the implant and re-attached it to the inserter. This took about a minute to complete. He did not have any trouble inserting the cage on his second attempt. After taking an x-ray, the surgeon then attempted to expand the cage. The cage seemed to be expanding without complication. He expanded the cage until the torque-limiting handle torqued out at its limit. He took a second lateral x-ray, which showed the cage had rotated 90 degrees within the disc space and stayed in that orientation. The surgeon attempted to retrieve the implant, but during that retrieval the inserter dislodged from the inserter. The cage was left in place and the rest of the procedure was completed without complication. It is reported the patient was not injured during the procedure. The cage device remains implanted. The inserter device was returned to the manufacturer.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.